Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the screw had broken and was damaged. Additionally, without the return of the device, further investigation cannot be performed.

Event description:
On 03/3/2022, it was reported by a sales representative via email that an ar-4020c-07 fastthread biocomposite interference screw broke. Surgeon drilled line to line with a 7mm drill and inserted a soft tissue graft with the 7x20 fastthread screw. Both screws snapped when the screw got passed the tapered portion of the screw. This was discovered during a procedure. Surgeon completed case using an ar-4020c-06 fastthread screw.